Event description:
It was reported to the manufacturer that the vns pt's device was explanted a couple of years ago, due to an infection. It is unk if cultures were taken to confirm the infection. It is unk if there was any manipulation at the device site or other external factors that could have contributed to the reported event. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date. It is unk if the pt was re-implanted with the vns device.

Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution.